Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced cardiac arrest approximately eight times. According to the patient advocate the device was not providing enough voltage to convert the rhythm for which device reprogramming was needed, and a temporary device was used. No further information was provided. This crt-d remains in service. No additional adverse patient effects were reported.